Event description:
During preparation for cardiac catheterization procedure, patient was anesthetized. Cardiologist asked to have right arm board repositioned. While repositioning arm board, patient tilted and slid off table onto the floor. Patient seen emergently by trauma service and observed overnight in hosptial. She returned to the cath lab the next day for successful catheterization. No sequelae from fall.action plan: because imaging tables are narrow, before positioning a patient on the table, we will have staff on each side of the table. Will also evaluate the use of protective straps (unless straps are radio-translucent, this could interfere with procedure).